Event description:
Event description this ventak 1550 implantable cardioverter defibrillator (ICD) was returned to cpi for analysis; there was no allegation received concerning this ICD. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.